Event description:
Worn patella button caused wear on femoral component. Dr decided to remove all components and replace with new components. During removal of tibial plate the physician broke the peg.